Event description:
The customer's father stated that his daughter was hospitalized for low blood glucose levels. Prior to the event, the customer was experiencing no delivery alarms and high blood glucose levels. The customer delivered too much insulin, and her blood glucose levels dropped to 33 mg/dl, causing her to lose consciousness. Troubleshooting was performed, and the basal rates were not programmed correctly. The father felt that something was wrong with the insulin pump, and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. See also MFR report number 2032227-2010-80999.